Event description:
It was reported that the lancet tip broke off and was embedded in the puncture site on five occasions. The customer was able to remove the lancet tip from three puncture holes and believes that the lancet broke off on two more puncture sites as well. The customer did not receive any medical attention or treatment.

Manufacturer narrative:
Correction - the manufacturing site name was updated in section g1. Section h4: the year is the only known part of manufacture date. We have defaulted to the first of the year.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.